Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The customer states they received failed battery test. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted, but unable to be finished due to call having been disconnected. No further information or assistance provided.